Event description:
It was reported that the t:slim x2 pump battery would not charge, accompanied by a power source alert. There was no adverse impact to the customer¿s blood glucose level. The issue resolved before contacting customer technical support, and no further technical support was required as the caller did not wish to continue.